Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record device history lot . Part: 04027.037s. Lot: 3l46184. Manufacturing site: bettlach. Release to warehouse date: 18 feb 2019. Expiry date: 01 feb 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: visual inspection showed that the locking screw inside the end cap is not in the original position : it is too deep inside. The blade tip has shown that one lips is badly damage. Apart from that the implant shows signs of use, such as scratches on the sleeve. Dimensional inspection: the relevant feature is deformed in a manner which prevents accurate measurement of the feature. During the investigation the locking screw was screwed back into position with a standard hex-wrench and afterwards the blade could be locked and unlocked as required. Function test was performed with one of our impactors 356.823 and did not show any abnormalities. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Summary: the returned pfna blade was examined and the complaint condition was able to be confirmed. The investigation has shown that the locking screw is too deep inside the end cap of the blade and therefore the blade could not be locked. During the investigation the locking screw was screwed back into position with a standard hex-wrench and afterwards the blade could be locked and unlocked as required with an impactor 356.823 (sample). On the blade tip has shown that one lips is badly damage. We do suppose that the device encountered unintended forces, such as excessive force application during insertion, which finally caused the post manufacturing damage. The review of the device history record revealed that this implant was manufactured in february 2019. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted; visual and functional checked were performed per 100% after the assembly of the component parts. No manufacturing related issues that would have contributed to this complaint were found; this complaint condition is most likely due to inadequate handling. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part: 04027.037s. Lot: 3l46184. Manufacturing site: bettlach . Release to warehouse date: 18 feb 2019. Expiry date: 01 feb 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an unknown procedure, the proximal femoral nail antirotation (pfna) blade could not be locked or fixated. Another blade was used to complete the procedure. It was unknown if there was a surgical delay. Procedure was completed successfully. Patient outcome was good. Concomitant device reported: unknown pfna nail (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) pfna blade. This is report 1 of 1 for complaint (B)(4).